Manufacturer narrative:
B5; the patient experienced bacterial peritonitis manifested by cloudy drain and abdominal pain. The patient was hospitalized for the event and was later transferred to another hospital due to an unrelated indication. At the time of this report, the patient has not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was discharged from the hospital. At the time of this report, the pd fluid was clear and the peritonitis event remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was recovered from the peritonitis and all events were resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain and abdominal pain. The cause of the event was not reported. The patient presented to the hospital; however, the patient was not hospitalized for the event. The patient was treated with unspecified antibiotic treatment (intraperitoneal, dose, frequency and duration were not reported) at home. Four days after event onset, the patient began treatment with tramadol (intraperitoneal, dose, frequency and duration were not reported) and continued antibiotic treatment at home. At the time of this report, the peritonitis event was ongoing. Action taken with pd therapy was not reported. No additional information is available.